Event description:
Caller states the pt tested 5.8 inr on the coaguchek system and 4.4 inr on a comparison lab. Customer was taken to the emergency room due to being unable to stop his lip bleeding and tested 4.09 inr upon arrival. Coumadin was held for 1 day due device result. No adverse event reported due to device results. Requested return of suspect device, however strips are unavailable for return.